Event description:
It was reported that when using the bd pyxis¿ anesthesia station es all transactions from the station were not being communicated to the server.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that station was not communicating. A field service engineer (fse) replaced the damaged unit with a spare all in one device. Initial setup showed the network interface (nic) adapter was not connected to wireless fidelity (wi fi); although the station communicated through remote support service (rss), it could not connect to the server. While awaiting wi fi credentials from customer information technology (it), windows updates were completed. After obtaining the correct wi fi password from leadership, fse established network connectivity, synced the station with the server, confirmed messages were current, and rebooted the station to verify proper communication and sync status. The system functioned as intended after the field service engineer repaired the device.